Event description:
This 61 year-old individual who many years ago underwent mastectomy on the left. She has bi-lumen implant. Recent mammographic evaluation revealed no evidence of saline in the outer chamber. This has led to the strong suspicion of implant failure. Pt underwent capsulectomy on left implant.